Manufacturer narrative:
(B)(4). It has been added in this supplemental.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage due to tube break with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: CAPA (B)(4) has been opened to further investigate.

Event description:
It was reported that the bd vacutainer® glass cpt molecular diagnostics tube leaked due to the tube breaking during use. No injury or medical intervention.